Event description:
It was reported that the patient had been programmed to vvir mode four months earlier and was currently showing signs of pacemaker syndrome including fluid in the legs. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri-58 lead, implanted: (B)(6) 2011. (B)(4).